Event description:
It was reported that insulin was squirting out during the manual prime. No numbers appeared on the screen and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to confirm the prime anomaly due to the motor error alarm. The mother was tested outside the device and passed.